Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g339 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g339 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a blood leak in the centrifuge chamber during the treatment procedure. The customer stated that less than 100 mls of whole blood had been processed at the time the leak occurred. The customer indicated that it appeared there was a hole in the drive tube that caused the leak. The customer stated that the patient was stable and that the treatment was aborted. No product was returned for investigation.